Manufacturer narrative:
There will be no product returned as it was reported that the implants were discarded. The sales representative stated that all the screws were intact, the plate was undamaged, and that the bone of the patient had given way. There was no alleged malfunction of these implants. It was reported that the revision was due to separation of superior and inferior aspect of the sternum which occurred due to incomplete bone union. The most likely underlying cause of this complaint is patient condition. There are no indications of manufacturing defects.

Manufacturer narrative:
The lot number is unknown; therefore the device history records are unable to be reviewed. The warnings in the package insert state "if there is delayed union, nonunion, or incomplete healing of bone, the implant can be expected to bend, break, or fail." The part numbers of the explanted screws are unknown. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
A revision due to non union was reported. During the original procedure, t-cut mini sternotomy, a jl plate was placed at the t junction; the patient suffered a non-union in which the superior aspect of the sternum pulled away from the inferior aspect of the sternum. The implantation date is unknown, it is reported the revision took place 6 months post operatively in which all screws were in tack and the plate was undamaged. The bone of the patient had given way. During the revision the plate and seven screws were removed. In order to bring the two sternal halves together a narrow ladder plate was used to complete the construct utilizing bone reduction forceps on both lateral margins in the intercostal spaces. Due to the length of time in which the non-union had occurred the inferior aspect of the sternum would not join the superior aspect of the sternal half and a bone graft was attempted.